Manufacturer narrative:
Batch review performed on 14 february 2017. Lot 106111e: (B)(4) items manufactured and released on 18 february 2015. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. On 17 february 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the ball of the spring ball plunger is came out from its seat. The high clearance for wear between the lever and its seat could have caused the breaking of the spring ball plunger.

Event description:
The locking ball of the lever broke out and it went out from the instrument with the spring. They fell into the patient and were recovered without any patient harm. The surgery was completed successfully without critical delays. The instrument is available for further investigation.